Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The y-connector, click adaptor, and peg-j tube was received by abbvie for examination. A visual inspection was performed. The peg tube was cut prior to receipt (the cut appears to have been intentionally cut when the tubing was removed from the patient). No damage related to the complaint condition was observed. Bezoar was not verified since no bezoar was observed on the returned sample. A bezoar is a known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 during a gastroscopy, a bezoar was found at the end of the intestinal tube. The tubing was removed and replaced.